Manufacturer narrative:
(B)(4). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into patient's left eye. Patient reports "left eye is not a clear vision." Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).